Manufacturer narrative:
Section a4: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: model#, catalogue#, expiration date, UDI#, serial#: unknown/not provided. Section d6a: implant date: not applicable to suspect device. Section d6b: explant date: not applicable to suspect device. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: establishment name, address, city and post office or zip code: unknown, as information was requested but not provided. Section e1: telephone number: unknown as information was not provided. Section h4: device manufacture date: unknown as product serial number was not provided. Section h3: the device was not returned for evaluation and no information is available on it. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a medical device report (MDR) was submitted regarding a patient who underwent lasek eye surgery in the UK in 2022, using the visx star s4 ir excimer laser system. Since the procedure, the patient has experienced ongoing dry eye, corneal neuralgia, and symptoms including constant pain, burning, itching, corneal abrasion, fatigue, light sensitivity, and mental health challenges. The patient reported using various treatments, including eye drops, ointments, heat masks, lid hygiene, and supplements, over the past two and a half years without resolution. No further information was provided.